Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction (goo) during a gastrojejunostomy procedure performed on (B)(6) 2026. During the procedure, the physician was unable to deploy the second flange of the stent. The procedure was completed with another self expanding metal stent. There was no patient complications reported due to this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.